Manufacturer narrative:
(B)(4).. Product eval pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It was been reported that the AED did not pass self diagnostic check.